Manufacturer narrative:
The device was returned for analysis. Upon a visual inspection of the device, it was determined that the tamper seal was missing. A review of the event log showed that a high alarm displaying upstream occlusion. An occlusion test was performed in attempt to duplicate the reported problem. The upstream occlusion sensor occluded as it should. Without testing the customer's disposable, the device works as it should. There were no issues found and it was not possible to determine what caused the reported problem. As a preventative measure, the upstream occlusion sensor was replaced. A device history record (DHR) review could not be performed as the device was a year from the manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that an upstream occlusion alarms had occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.